Event description:
The angiosculpt was unable to cross the stent, so it was removed. During removal, the angiosculpt got jammed within the stent (an old one); however, it was able to be removed after manipulation and torquing. There was some deformity of the angiosculpt balloon, but nothing was retained in the vessel. Patient was fine.

Manufacturer narrative:
Provided is the event description as reported in the catheterization report, which was provided by the hospital. The procedural angiogram was also requested but not provided. Additionally, per follow-up description received from the hospital, it was stated that the angiosculpt wire got caught on a stent but was able to be removed and it was then observed that a piece of the angiosculpt wire came off the catheter and was broken. However, during device evaluation, there was no damage observed on the scoring element of the returned catheter (referred to by the hospital as the "angiosculpt wire"), which was intact. Evaluation summary: the angiosculpt catheter was returned intact to a bmw guide wire. Visual examination of the returned angiosculpt catheter was performed: the guide wire exit port of the catheter was lacerated from the guide wire exit port to the transition tube and the proximal bond was damaged. The scoring element and catheter were intact; no separation. Performance test of the returned angiosculpt catheter was performed: the bmw guide wire was able to be removed from the catheter without difficulty. A different 0.014" guide wire was inserted and advanced through the guide wire lumen of the catheter with no resistance. The bmw guide wire was kinked and damaged. A section at the distal end of the guide wire had uncoiled, wherein the inner segment of the guide wire was intact and the outer segment (coils) of the guide wire had uncoiled. It cannot be determined with 100% certainty whether or not the angiosculpt catheter caused or contributed to the observed guide wire damage and the reported stent interference. Angioscore does not manufacture, import or distribute the bmw guide wire.